Manufacturer narrative:
Concomitant products: 5076-52, lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited short v-v intervals and noise. The lead was programmed off, and was explanted and replaced. No patient complications have been reported as a result of this event.